Event description:
The customer called and reported he went swimming with the insulin pump. He received an unexpected restart alarm on the device and the buttons stopped working. Customer's blood glucose was not known. The customer stated the display went blank immediately after exposure to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.